Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis. On an unreported date, the patient began peritoneal dialysis treatment. During a call with baxter customer service, the patient's nurse reported the following information. On an unspecified date in (B)(6) 2010, the patient made a mistake or experienced touch contamination. On (B)(6) 2010, the patient was diagnosed with and hospitalized for peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed which revealed escherichia coli. It was unreported whether treatment was provided. It was unknown if peritoneal dialysis therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and was considered recovered from the peritonitis on an unspecified date in 2010. It was unknown if the patient had recovered from the event of mistake or touch contamination. Concomitant medications were not reported. A causality statement was not provided for the event of patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.